Event description:
Patient revised on (B)(6) 2020, approximately 7 weeks after primary surgery. Surgeon explanted 135/145 36/+3 standard humeral cup and implanted a larger 135/145 36/+9 standard humeral cup.